Event description:
Reportedly, the patient implanted with the subject pacemaker works as an it technician and feels discomfort in the chest when working on the roofs, near to a 5g antenna. Therefore, since the last time this happened, in (B)(6) 2019, the patient stopped going on the roofs. Preliminary analysis of the provided patient files did not reveal any device anomaly. Nevertheless, it could not be excluded that this type of antenna can lead to strong electromagnetic interferences, even though no episode showing non-physiological signals was recorded in the device memory.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient implanted with the subject pacemaker works as an it technician and feels discomfort in the chest when working on the roofs, near to a 5g antenna. Therefore, since the last time this happened, in (B)(6) 2019, the patient stopped going on the roofs. Preliminary analysis of the provided patient files did not reveal any device anomaly. Nevertheless, it could not be excluded that this type of antenna can lead to strong electromagnetic interferences, even though no episode showing non-physiological signals was recorded in the device memory.